Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 6 previously reported events are included in this follow-up record. Product return status 6 devices were received.

Event description:
This report summarizes 6 malfunction events in which the device experienced an irrigation issue that could lead to overheating. - 4 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact.

Event description:
This report summarizes 6 malfunction events in which the device experienced an irrigation issue that could lead to overheating. - 3 events had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 6 previously reported events are included in this follow-up record. Product return status 5 devices were received. 1 device investigation type has not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 6 events were reported for this quarter. Product return status 4 devices were received. 2 device investigation types have not yet been determined. Additional information 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes 6 malfunction events in which the device experienced an irrigation issue that could lead to overheating. - 3 events had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.